Event description:
The reporter indicated the surgeon inserted a +21.5 diopter cc4204bf collamer single piece lens and the trailing haptic was torn. The incision was enlarged slightly to remove the lens and another same model lens was implanted. The reporter indicated that the cause of the lens tear was due to the injector plunger and cartridge.

Manufacturer narrative:
(B) (4) (lens damaged by injector plunger). (B) (4).

Manufacturer narrative:
The product for this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic torn. The lens was returned dry. Evaluation: method: lens work order search, device history record review, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of the lens that was the root cause of the complaint. A medical review was performed - enlargement of an incision may cause induced astigmatism however it is dependant on the length of the incision. When a damaged lens is removed, incision is usually enlarged to a length that would not create any serious injury. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product (lens), the most likely cause seems to be surgeon technique (incorrect cartridge loading, rapid injection, not enough viscoelastic used, mishandling or use of sharp forceps). (B)(4).